Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the aic had a yellow controller alarm. The complainant also reported there was an appearance of pump failure alarm after the aic replacement.

Manufacturer narrative:
The investigation into the automated impella controller (aic) "controller error" alarm has been completed. The console was tested on an engineering lab bench. The failure mode was not reproduced while running an optical pump simulator. There was no issue with the console hardware. The root cause of the controller error was due to an aic software issue.